Event description:
It was reported that during coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to pre-dilate the 70% stenosed lesion located in the mid left anterior descending (lad) artery with a maverick2 3.0x20mm balloon, but the catheter fractured distally, closer to the balloon. The system was removed intact. The procedure was completed successfully. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.